Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they were getting shocked every time she went through a theft detector. This occurred in 2015. Also, the patient had pulsing sensations in the head. The patient went to the health care professional (hcp) and they said it was unlikely caused by the implantable neurostimulator (ins). This occurred in the first part of (B)(6) 2016. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No circumstances that led to the event or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.